Event description:
A customer reported experiencing a cartridge alarm 30 with their pump. There was no adverse impact on the customer's blood glucose level. Technical support (cts) decided to replace the pump, instructing the customer on how to return the problematic pump and store it properly before return. The customer was informed they would need to set up the replacement pump by transferring existing pump settings and connecting their continuous glucose monitor (cgm) to it. The customer acknowledged all instructions and would use their current pump as a backup until the replacement arrived.